Manufacturer narrative:
Additional information was received on august 12, 2021. The identity of the impacted product was provided with the lot and serial number. The impacted product is a mentor smooth round moderate plus profile 450cc saline prosthesis. A manufacturing record evaluation was performed for the finished device 6882512 number, and no non-conformances were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation/pain. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female who underwent primary breast augmentation with unknown smooth mentor saline prostheses experienced bilateral pain and suspected deflation post procedure. The implants had gotten smaller, and deflation was suspected by the primary physician. As a result, bilateral prosthesis replacement with 550cc mentor memorygel breast implants was performed on (B)(6) 2021. See 1645337-2021-05544 for contralateral prosthesis report.